Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm event and went to emergency room (ER) on (B)(6) 2025. The insertion site was on leg. The blood glucose level reached 330 mg/dl. The patient had ketones which were identified as dangerous/life threatening and got treated intravenously with insulin and fluids of hydration. The patient was released on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4 and PMA/510(k) number under g4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-dec-2025 against "lot number 6009323 and similar malfunction code (s) occlusion issues - cannot be determined and occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). The review confirmed that lot 6009323 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6009323 and similar malfunction code (s) occlusion issues - cannot be determined and occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6009323 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 15/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j00820 was manufactured according to the wi version 65 and manufactured in the machine sc05 and sc06 on 11/sep/2024, with a total of (B)(4) units. The lot 4j00908 was manufactured according to the wi version 65 and manufactured in the machine sc05 and sc06 on 14/sep/2024, with a total of (B)(4) units. Welding: the lot 4j03012 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 14/sep/2024, with a total of (B)(4) units. The lot 4j03015 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 15/sep/2024, with a total of (B)(4) units. The lot 4j03018 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 15/sep/2024, with a total of (B)(4) units. The lot 4j03150 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 16/sep/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing, for the reported malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). All test results were within specification as documented in the test report of complaint 2458601. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009323 and related malfunction codes for occlusion. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.